Event description:
It was reported that the patient presented with a myocardial infarction and during a procedure to treat a de novo lesion in the left anterior descending (lad) artery with mild tortuosity and heavy calcification and a de novo lesion in the left circumflex (lcx) with mild tortuosity, rotablation was performed in the lad. After rotablation, a 3.0x48 mm rx xience xpedition stent delivery system (sds) was advanced and deployed in the lad. The lcx was pre-dilated and a 2.5x28 mm rx xience prime sds and a 3.0x28 mm rx xience prime sds were advanced and deployed in the lcx. Post dilatation was performed for both vessels. Reportedly, the patient had slow flow after rotablation and the slow flow could not be revived even after stenting. The patient was given cardio-pulmonary resuscitation for more than 90 minutes but could not be revived. The official cause of death was no flow. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 3.0x28 mm rx xience prime; 3.0x48 mm rx xience xpedition there was no reported device malfunction and the product was not returned. The reported patient effects of ischemia, occlusion, and death, as listed in the xience prime, xience prime small vessel, and xience prime long length everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.